Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was unable to perform a self check. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field service engineer replaced the device's therapy capacitor and the device was successfully returned to service.